Event description:
The customer contact reported a kink. The tubing set was being used to deliver an unspecified concentration of olimel n7, at an unspecified rate, via a gemstar pump. After an unspecified length of time, it was reported that the distal end of the tubing set softened and twisted that induced an obstruction. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. No additional details were provided including if no flow of solution was noted.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and 510k of k023062. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel.